Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel below the knee. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex&#10848;was advanced to the lesion for predilation. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using a 2.0-30/2.4t/143 coyote nc mr balloon catheter. No patient complications were reported and patient's status was good.